Manufacturer narrative:
Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin had a compromised force sensor system error. The customer¿s blood glucose level was 110 mg/dl. The customer reported that the insulin pump squirted out insulin during manual priming. The customer stated that the drive support cap appeared to be normal. The insulin pump will be returned for analysis.